Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient was hospitalized with high power consumption due to thrombus. Device was exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary # (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis was not performed since the log files covering the reported event date were not available for analysis. As a result, the reported event cannot be confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, the most likely root cause of the high power event can be attributed to multiple factors including but not limited to thrombus formation/ingestion, high flows, inappropriate pump rotational speed. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.